Manufacturer narrative:
Additional information: the stroke had minimal residual symptoms. The heparin gtt was increased post-stroke.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: pain/stroke/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella 5.5 was surgically placed via the right axillary/subclavian artery for hemodynamic support in a 70-year-old male patient with cardiomyopathy. The patient¿s clinical state prior to support was scai stage e shock. During support, the patient reported a headache and difficulty reading, prompting a head CT, which demonstrated a small thrombotic (embolic) stroke. A repeat CT performed the following morning confirmed stability, with plans for a third CT at the 24 hour mark. No other medical devices were being used at the time of the event, and pump placement was not verified by echocardiography during the episode. There were no allegations of device malfunction, and the device remained in place. No product was requested for return, and no device replacement was required. The patient remained on support at the time of reporting. The reported embolic stroke appears more consistent with the patient¿s underlying critical illness and cardiovascular risk factors rather than a malfunction of the impella¿5.5. No evidence was provided to suggest device involvement, imaging was not used to confirm placement at the time of injury, and no allegations were made against the device. Stroke is a known risk associated with the impella 5.5 per the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.